Manufacturer narrative:
The device has not been returned for analysis. The batch record for lot number f11140102d1 was reviewed. All quality inspections and device specifications were met. A biocompatibility letter was provided to the customer, as requested.

Event description:
It was reported by the customer that during a biopsy procedure, the tip of the device was sheared off into biopsy site.